Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 6.2 cm in diameter abdominal aortic aneurysm. There was also stenting of right internal iliac artery (chimney technique). Length of non-aneurysm aortic neck was 26 mm, proximal diameter of non-aneurysm aortic neck was 28 mm, distal diameter of non-aneurysmal aortic neck was 29 mm, diameter of right iliac artery was 14 mm, diameter of left iliac artery was 18 mm, diameter of right femoral artery was 9 mm, and diameter of left femoral artery was 8 mm. It was reported that the patient underwent a secondary procedure for stent graft thrombosis/occlusion in the left iliac limb. An extra-anatomical bypass was performed. The procedure was successful. It was also reported that the patient suffered from post-operative acute pulmonary edema with heart failure leading to death. Action taken was medication and transfusion. The investigator assessment states that the patient¿s death was not related to the device, the procedure, or to the aneurysm.

Manufacturer narrative:
.

Event description:
Additional information was received for this case. It was reported that on the right side a chimney technique was performed with placement of an 9mm x 59mm bare metal stent in right internal iliac artery. On left side, there was thrombosis of both the contralateral iliac limb and extension.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (death, cardiac failure, pulmonary edema); (cause of events unknown); conclusion: (cause of events unknown).